Manufacturer narrative:
The meter was returned for investigation. No test strips were returned. A specific root cause could not be identified for this event. Additional information was requested for investigation but was not provided. Testing was performed on the returned meter with retention strip lot 474053. All results were within the acceptable range. No information was provided that would point to a cause for the result discrepancy. None of the medications documented are currently known to interfere with the accuracy of the test results.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient tested on accu-chek inform ii meter with serial number (B)(4). The patient was admitted to the hospital on (B)(6) 2016 due to hebephrenic psychosis. At 10:25 a.m. The patient¿s result from a finger stick test on the inform ii meter was 537 mg/dl. The patient was re-tested on the inform ii meter at 10:32 a.m. And the result from a finger stick test was 368 mg/dl. It was noted that these tests were obtained after breakfast. It is not known if any medication was taken after or due to these measurements. Quality control results on the meter prior to the tests and after the tests were acceptable. One hour later the patient was tested again on the meter and the result at 11:34 a.m. Was 181 mg/dl. One minute later the result from the meter was 228 mg/dl. No adverse event occurred. The meter and strips have been requested for investigation; however the test strips are no longer available to return.